Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/l. Errors 0300, 0015, 0204 and 0800 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the uom had changed on her unlocked freestyle flash meter. There was no report of serious injury, death or mistreatment associated with this event.